Event description:
It was reported that the patient experienced frequent implantable pulse generator (ipg) charging and inadequate pain relief. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The explanted device was discarded by the medical facility. There were no reported complications postoperatively.